Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology at the time of implant was not reported. It was reported that patient presented for a follow up. The CT revealed that there was a proximal type I endoleak present. The physician stated that at the time of the index procedure, the aortic neck was too large in diameter for the device implanted. The physician elected to treat the patient with implanting an endurant 36 aortic cuff up to the sma, snorkel both renal arteries. The proximal type I endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.